Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited reprocessing problems. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to the g3 of the initial medwatch. The aware date should be 03aug2024. Corrected h6 component code from imager to nozzle and d9 (returned to manufacturer date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. During device evaluation found clogged nozzle. Based on the results of the investigation, the possible cause of the reportable issue and the root cause could not be specified. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): inspection of the endoscopic system. Olympus will continue to monitor the field performance of this device.